Manufacturer narrative:
No unexpected history pointers failed alarms noted during testing. Device passed displacement test, sleep current measurement, active current measurement and selftest. Device received with hardware low level failures alarms were present in the insulin pump trace download, problem isolated to electronic board stack.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure alarm as well as history pointers failed. The history pointers are corrupted. The customer¿s blood glucose level was 220 mg/dl at the time of the incident. The insulin pump will be returned for analysis.